Event description:
This report is based on information provided by philips bench repair technician and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the paddles do not always hook well to the connector. The bench repair technician evaluated the device and determined that the paddles do not always hook well to the connector due to a malfunction of the therapy port connector. Therefore, the therapy port connector was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the therapy port connector. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The therapy port connector was replaced, and the device returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.